Event description:
It was reported that high, out of range, high capture threshold was observed on the rv lead. A new sensing and pacing lead was attempted to be implanted and defibrillation threshold tests was performed which were unsuccessful. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.